Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/11/2023. An investigation was conducted on 07/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of char was observed on the intact heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. No visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000312716 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure but prior to use, the vasoview hemopro 2 did not work. When the cautery tool was advanced in the tunnel, the silicone on one jaw was separated from the jaw. There were no visible signs that any silicone fell off the jaw into the tunnel. No resistance was noted when inserting the harvesting tool. It was assembled by a tech, not the harvester. A new kit was opened to successfully complete the procedure. No injury was reported.